Event description:
It was reported that shaft break occurred. A 3.50 x 38 synergy ii drug eluting coronary stent was selected for used. However, prior of entering it to the body the stent delivery system was broken. The procedure was completed with different device. There were no patient complications reported.